Manufacturer narrative:
Physio-control further evaluated the device and observed that there were arcing marks on pin# 1 of connector, designator j502, due to loose fit with high energy storage capacitor connector. The customer received a replacement device.

Event description:
It was reported that while evaluating a device with a service wrench icon on display and with error codes logged multiple times during the monthly 3:00 am self-test , physio-control observed that there was a poor electrical connection between the high energy storage capacitor connector, and the connector j502 on the alonso pcb. This failure would cause the device not to properly charge and transfer energy. There was no pt use associated with the reported event.